Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Subject reported via phone call that customer were experiencing high blood glucose level, diabetic keto acidosis. Blood glucose level at the time of the incident was 442 mg/dl. Customer experienced symptoms such as vomiting. Customer was treated with manual injection. Customer stated introducer needle was crooked. The insulin pump will not be returned for analysis.